Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change and remained black and white even when completely withdrawn from the body. Manual compression was held for hemostasis. The vcd was pushed into an unknown short sheath at 30-40 degrees to the point where the delivery rod marking band stopped pushing. The short sheath was withdrawn until the indicator guidewire cover and handle were completely fitted, and the short sheath was withdrawn at the same time as the vcd. The pulsatile blood flow in the retraction indicator was observed, and the indicator window began to be observed when the blood flow was significantly reduced. When the blood flow stopped, the window did not change. The vcd was used postoperatively for puncture point blockage after a transfemoral cerebral angiogram. The procedure was performed using a retrograde approach the device was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a 5f non-cordis short sheath. The femoral puncture site was verified to have a vessel diameter greater than or equal to 5mm, with no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within the 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. During retraction, the physician did not place their thumb on the plug deployment button, and the indicator window did not show any red color. Upon removal of the device from the patient, the indicator wire loop was deployed and showed no anomalies. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change and remained black and white even when completely withdrawn from the body. Manual compression was held for hemostasis. The vcd was pushed into an unknown short sheath at 30-40 degrees to the point where the delivery rod marking band stopped pushing. The short sheath was withdrawn until the indicator guidewire cover and handle were completely fitted, and the short sheath was withdrawn at the same time as the vcd. The pulsatile blood flow in the retraction indicator was observed, and the indicator window began to be observed when the blood flow was significantly reduced. When the blood flow stopped, the window did not change. The vcd was used postoperatively for puncture point blockage after a transfemoral cerebral angiogram. The procedure was performed using a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a 5f non-cordis short sheath. The femoral puncture site was verified to have a vessel diameter greater than or equal to 5mm, with no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within the 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. During retraction, the physician did not place their thumb on the plug deployment button, and the indicator window did not show any red color. Upon removal of the device from the patient, the indicator wire loop was deployed and showed no anomalies. One non-sterile vascular closure device 5f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was pressed and the plug was not present on the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. A kinked/bent condition was noted on the delivery shaft located approximately at 2.7 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured. The measurements were taken near the damage found. The results were within specification. It was confirmed that the plug was deployed, and the guard was locked with the indicator wire (iw) retracted. The functional test could not be performed since the unit was already deployed. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device as functional analysis could not be performed. The device was received fully deployed. The indicator window changed positions when moved manually. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since the device achieved the three color stages when testing the indicator window. However, procedural/handling factors (such as the physician resting a thumb on the deployment lever during the retraction step) may have contributed to the reported no change to indicator experienced. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.